Event description:
It was reported that a patient underwent an oral surgery on (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging and one empty open sample were received for analysis. Product code vcp433h. During the visual inspection of the detached needle, the edge was noted with marks probably caused by a surgical instrument. There were remnants of the suture in the needle hole. The received suture was inspected, and the extreme was noted to be cut probably caused by a surgical instrument.